Manufacturer narrative:
Pump passed self, restart error, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. No excessive no delivery alarms noted. Pump passed all operating currents tested within the specification range and passed off no power test. Pump was monitored and tested with no low battery alert noted. Pump received with cracked battery tube thread, broken belt clips lot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 500 mg/dl at the time of incident. Troubleshooting found that the battery compartment is cracked. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.